Event description:
Information received a smiths medical intubation/portex endotracheal tubes required intervention to preclude serious impairment. The report stated " patients with brain stem bleeding, in a coma, tongue root fall, poor oxygenation index, need to leave a trachea catheter ventilator to assist in breathing. After the air bag leakage after the retained trachea catheter, resulting in a slight decrease in blood oxygen in the patient, immediately replace the trachea catheter, and then the patient's blood oxygen rises, vital signs are in the normal range."